Manufacturer narrative:
Sensor 3mh0055ceaw has been returned and investigated. No physical damage observed on the returned sensor patch and no issues were observed with the returned sensor adhesive. An extended investigation was also performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit was reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. Section h4 (device mfg date) has been updated based on the returned product download. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached prematurely. The customer experienced sweating, dizziness, nausea, and vomiting. The customer was provided unspecified treatment by a home-caretaker. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported the freestyle libre 2 sensor detached prematurely. The customer experienced sweating, dizziness, nausea, and vomiting. The customer was provided unspecified treatment by a home-caretaker. There was no report of death or permanent injury associated with this event.